Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed a failed motor on the substrate dispensing unit. On 05-nov-2015 the fse replaced the dc linear actuator for dm170. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective substrate motor on the dispenser unit.

Event description:
On (B)(6) 2015, a customer reported error 4501, substrate table with their aia-1800 analyzer. The customer is unable to run afp, fsh, lhii, prog, e2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, fsh, lhii, prog, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.